Event description:
It was reported that over a period of one month there was an increase in impedance on the right ventricular lead and it was high. It was also reported that the capture threshold increased in the same timeframe. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.